Manufacturer narrative:
Insulin pump passed displacement test. No unexpected restart error alarm noted. Unit had intermittent button response due to corroded keypad traces. No button error alarm noted during testing. Unit had cracked case at display window corner, cracked lcd window, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip and cracked reservoir tube. (B)(4).

Event description:
It was reported via phone call, that the customer received an unexpected restart alarm, as well as a button error alarm. Customer's blood glucose levels at the time 213 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.